Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is completed.

Event description:
It was reported that blue smoke was seen coming out of the handpiece during a total hip procedure. Another device was retrieved to complete procedure. There was no medical intervention needed. There were no adverse consequences to the pt or user and no procedural delays due to the event.